Event description:
It was reported that during a pci/rotational atherectomy procedure, a guidewire fracture occurred. The lesion being treated was 90% stenosed and located in the calcified left circumflex (lcx). The physician ran the rotablator at 180,000 rpms, and noted that the proximal rotawire "moved" during the ablation. The physician then ran the rotablator at 230,000 rpms; however, the device stalled. Upon removal of the system (burr and rotawire), it was noted that the tip of the rotawire remained in the distal lcx. No additional intervention was done to retrieve the wire tip. The procedure was not completed due to his event; however, there were no patient complications reported. Patient status is reported as 'very stable'.

Manufacturer narrative:
.